Manufacturer narrative:
Other text: b3. Date of event is unknown. Device evaluation: one device was received. A visual inspection found the tamper seals removed, scratches on the lcd window lens, and a roughly trimmed expulsor. A review of the event history log found no evidence of the customer reported issue. The device was able to pass all functional tests and the customer reported issue could not be confirmed. No repairs were necessary. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had an accuracy during testing. No patient injury